Event description:
It was reported that during the beginning of a treatment, the probe stopped working immediately twice and was unable to be detected. It completely stopped at the very beginning, not more than 1 second of working, at 60°c, instead of reaching 90°c (bone treatment). The return pad was also not detected. When the medical staff unplugged and re-plugged the return cable to check the connection, the cable connector broke inside the generator. Additionally, a cord or cable issue was noted, with the cable described as frayed. As a result, the procedure was canceled and re-scheduled due to problems with both the rfa probe and the return cable. Patient already put under anesthesia.

Manufacturer narrative:
D10 concomitant product: rfacb, rfacb rf ab pat ret conn cable e series (lot#0382-01) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.